Event description:
Pt reported that pt's back to back test readings on the pt's ss meter were 130, 150 and 161 mg/dl. No symptoms were reported. Control solution test reading was in range. The meter is not cleaned according to MFR's product recommendations. Pt does not use control solution on regular basis. Lfs rep reviewed qc procedures with pt. The meter was replaced. There was no allegation of harm.